Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, the technical support specialist (tss) verified that the connection status on the extract, transform, load (etl) process had no issues. The tss stated that communication between the test server and the test carefusion coordination engine server appeared stable with no delays. The synchronization information between the test server and the test stations was confirmed to be current. The tss asked for confirmation on whether the printer was the device associated with the reported printing issue, as no other online printer showed any malfunction. The structured query language (sql) reporting services data sources had been reconfigured, but the issue still occurred. Upon reviewing the logs, it was found that the report server could not open a connection to the report server database. The tss proceeded to stop and disable the etl dispensing system servers reports database and restarted the bd job scheduler. The system functioned as intended and technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server user encountered an error message stated, structured query language reporting server had failed. The customer noted that the issue was impacting the dispensing system report database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user encountered an error message stated, structured query language reporting server had failed. The customer noted that the issue was impacting the dispensing system report database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.